Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing and pacing inhibition were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. X-ray imaging was performed and no anomalies were noted. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.